Event description:
Additional information received reported the intravenous (IV) antibiotics were stopped at infectious disease consultation visit on (B)(6) 2015 and IV was removed. The patient was still taking oral antibiotics as a precaution but there was no redness, swelling, or fevers reported. The outcome was resolved without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional from a clinical study reported that the patient whose indication for use is parkinson's dual and movement disorders had an infection in the implantable neurostimulator (ins) pocket. Signs and symptoms included intermittent swelling in the pocket site. Diagnostics included examination/palpation, lab work with results of ua/increased usprg, urine ph (uph), glucose (gluc), and hemoglobin (hgb). The patient was given intravenous antibiotics. The event was ongoing. Etiology was incisional site/device tract, neurostimulator pocket; related to the device or therapy and unlikely related to the implant procedure.

Event description:
Additional information received indicated medical or non-surgical therapy was required in the form of oral antibiotics on (B)(6) 2015.